Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/30/2017 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The meter is giving 20-25mg/dl lower than his expected range. Customer test once a day.